Event description:
It was reported that during a starr procedure, the customer reported that the device cut only a part of the tissue and didn't apply the staple line. The problem provoked serious bleeding, so the surgeon had to apply sutures. The time of the operation was prolonged by four hours because the hemostasis was highly complicated. The patient's conditions were made worse, and a blood transfusion and antibiotic therapy were necessary. The patient experienced pain and tenesmus after the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility another identifier has been added (nk8683801). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000 analyzer while reaction vessels of lot 78387p100 were in use. Also, the customer stated they were getting increased reactive rates on patient samples using the architect hbsag assay. Both issues were resolved by replacing the reaction vessels with lot 79537p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported there was a power on reset (por). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.